Event description:
Instrument used during laparoscopic cholecystectomy procedure. Patient taken to pacu when csr aide notified the or supervisor that the tip of the stablizing grasper was missing from the instrument. The surgical team was notified, patient taken to x-ray which revealed the tip of the instrument in the right upper quadrant of the abdoment.patient returned to surgery for removal of the foreign body via the laparoscopeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.